Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was seen for reprogramming and when testing impedances, it was found that both electrode 3 and 6 were >10k ohms. In the patient's most used program, electrode 3 was being used. The manufacturer's representative (rep) asked if patient felt any change in coverage and patient described a slight change in coverage. Patient was reprogrammed to cover bilateral leg pain without using electrodes 3 and 6. Impedances were run several times to confirm reprogramming to cover patients pain patterns without including electrodes 3 and 6. Issue is resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of electrodes 3 and 6 being greater than 10,000 ohms was unknown. No further complications were reported.